Event description:
It was reported to boston scientific corporation that a rf 3000 radiofrequency generator was used during a procedure performed on (B)(6), 2009. According to the complainant, while inside the patient, the console failed to output energy for ablation. The procedure was not completed due to this event. There were no patient complications reported as a result of this event. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).